Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported blood glucose result of 16.2 mmol/l on customer's mobile system at a time when the customer presented symptoms of hypoglycemia. The emergency doctor was called, the customer was admitted to the hospital. Caller reported that while in the hospital, he had mobile system blood glucose result of 13.0 mmol/l, professional blood glucose result of 6.1 mmol/l within 10 minutes. A request was made for the return of the meter and strips, replacement sent.